Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted the instrument firing knobs were retracted and the articulation lever was in neutral position. Visual inspection of internal components revealed sheared tooth on the firing rack. This would account for the reported cracking sound as stated in the incident description. Pmv performed functional testing which included the instrument was successfully loaded with sulu. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic video assisted thoracic surgery (vats) lobectomy procedure. The device was being used for the stapling the bronchus. The gun broke and did not complete firing when stapling. The stapler was not able to fire. The surgeon was able to press the green button and was able to squeeze the handle. There was poor staple formation. The gun stopped half way through firing, therefore, the staple line was incomplete at the distal end. A new reload was applied to where the previous staple line ended. The gun crunched and broke. In order to resolve the issue and complete the case, opened a new gun and stapler. A new reload was applied to where the previous staple line ended.there was no patient harm. The patient status is alive, no injury.